Event description:
It was reported that the generator was "running low outputs on cut and coag" during surgery.

Manufacturer narrative:
The unit was rejected and replaced by another unit, causing a slight delay in surgery. No injury to pt. The unit is being returned to the manufacturer for evaluation.